Event description:
The non-healthcare professional stated following the intraocular lens implant procedure surgeon noticed a haziness to the optic of the lens. Additional information was received and stated that it was unspecified whether the issue seen post-surgery was resolved or not.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Received photo shows an implanted iol. There are light reflections on the iol, these appears to be reflecting from an overhead light source. There are 2 white marks/material at the 2pm and 9pm position, the origin of these marks cannot be determined form the image alone. There is a line around the 6pm position extending to the centre of the iol. The reported "haziness to the optic of the lens" cannot be observed from the returned photo. The manufacturer internal reference number is: (B)(4).